Event description:
Boston scientific (bsc) crm received info that this bsc sales rep (sr) called technical services (ts) reporting this right ventricular (rv) lead had high threshold measurements with intermittent loss of capture. The sr stated the lead would be repositioned. No adverse pt effects were reported.